Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the clear insulation on the device fell into the pt cavity but was retrieved. The procedure was a laparoscopic colectomy. There was no injury to the pt.